Event description:
On multiple occasions the inner and outer cannulae were unlocking on several size 8 tracheostomy tubes. This was occurring after the devices were in use from five to ten days. Pt is ventilator dependent, requires various ancillary connectors, suctioning devices and other respiratory equipment. The inner and outer cannulae are mfg and labeled as a matched set and are not interchangable. Reporter states that he was unaware of this and indicated that multiple inner cannulae are used, rotated and interchanged. The inner cannulae are cleaned and soaked for several hours in control three solution. This cleaning practice and interchanging matched components are contraindicated on the device labeled instructions for use. The tracheostomy tube adult home care guide and video have been sent to the pt and reporter to review and discuss with the attending physician. There was one pt involved with no reported pt compromise. Four of the reported devices were discarded. Only one of the devices is to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the device has not been received by the MFR.